Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement of over 2500 ohms on the right ventricular (rv) channel. The field believes the rv lead may be fractured via a clavicular crush but this has not been confirmed at this time. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.